Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and alleged that their insulin pump was over delivering, the back light did not work, and had keypad anomaly. The customer's blood glucose level was 163 mg/dl at the time of the incident. The customer reported the act, up, an down buttons were not responding when pushed. The back light was in a low battery status and worked when a new battery was installed. Troubleshooting was completed but did not resolve the issue. The customer reported they are unsure if programming was accurate. The customer also reported the rewind was slower and louder and battery longevity issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify back light anomaly, change or battery lasts less than anomaly, rewind anomaly and over delivery anomaly due to buttons not responding.